Manufacturer narrative:
Vyaire medical reference number (B)(4). Vyaire medical received the suspect component, a 3100b ventilator fisher & paykel mr850 humidifier flexible circuit with heated wire kit, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that when the patient circuit in use needed to be replaced. When the patient circuit was changed, the end-user proceeded to recalibrate the ventilator. During the calibration process, the ventilator was not pressurizing properly. The end-user examined the connections and all of the connections were properly connected between the ventilator and the patient circuit. The end-user replaced the patient circuit and recalibrated the ventilator and the ventilator pressurized properly. The customer reported discovering discrepancies in the patient circuit where there were leaks due to flaws in the circuit, not created by operator mishandling or misuse. The customer reported that the circuit fittings were easily disassembled and the major points of leakage stopped the ventilator from pressurizing and working properly. The customer reported that this issue caused a delay in care as the end-users spent time troubleshooting the device, before determining the issue was due to the patient circuit. This reported issue did not contribute to the patient's medical course.

Manufacturer narrative:
Device evaluation: if follow-up, what type, device evaluated by MFR. Results of investigation: vyaire medical received the suspect component, a 3100b ventilator fisher & paykel mr850 humidifier flexible circuit with heated wire kit, for evaluation. A device history record review was not possible as no lot number was provided by the customer. An evaluation of the component found that a plug was missing from the device and could have caused the reported issue as all connections were found well assembled and tight.